Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified high blood glucose (bg) level. Customer's healthcare provider alleges that the pump is changing basal rates when it should not be, causing the elevated bg. Review of the basal rate calculation shows that it was accurately adjusting based on the insulin delivered. Customer declined further follow up and troubleshooting.